Event description:
It was reported that the patient had a burn when the grounding pad was removed post radiofrequency ablation procedure.

Event description:
It was reported that the patient had a burn when grounding pad removed post radiofrequency ablation procedure. Additional information was received that the patient was given bacitracin antibiotic ointment and dry bandage.